Event description:
Information received from physician was omitted noting that the patient's family reported that vns was not helpful. At the time of receiving this information, it is not clear if the patient has not been receiving efficacy from vns prior to high impedance being observed. High impedance inhibits the generator to provide the programmed settings to the patient, and therefore can cause the reported lack of efficacy. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem: corrected data: initial MDR inadvertently omitted information known prior to submission.

Event description:
During a periodic programming history database review, high lead impedance was observed upon interrogation. It was also noted that the device was disabled no known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.